Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, noise and low, out of range, pacing impedance were observed on the atrial lead. Lead revision will be scheduled. The patient was stable and being monitored.